Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Upon merlin.net transmission review, low impedance and intermittent noise were noted on the right atrial lead. The lead was capped on (B)(6). The patient was stable throughout.